Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when performing precutting, bleeding was noted at the tip of the sphincterotome. One-gram tranexamic acid was administered as ordered by the physician, and irrigation was performed through the channel of the tip sphincterotome using a mixture of sterile water plus one ampoule of adrenaline. The cutting knife broke while the physician performs coagulation in the electro scalpel. It was reported that no part of the cutting wire detached inside the patient. The sphincterotome was changed, hemostasis was performed, less bleeding was noted, and endo clips were placed. The procedure was completed with another of the same device.